Manufacturer narrative:
Update to date received by MFR and additional MFR narrative. The valve was returned to edwards lifesciences for evaluation. Visual inspection was performed and the valve frame and profile was deformed due to explant. Thrombus was confirmed on the outflow of all three leaflets. No other valve abnormalities were observed. The IFU/physician training was reviewed. Use of the edwards sapien xt thv with the novaflex+ delivery system and accessories for thv-in-surgical valve procedures is contraindicated in patients with evidence of intra-cardiac mass, thrombus, vegetation, active infection or endocarditis. The thv recipients should be maintained on anticoagulant/antiplatelet therapy to minimize the risk of valve thrombosis or thromboembolic events, as determined by their physician. In addition to the risks listed above, additional potential risks specifically associated with aortic valve replacement and bioprosthetic heart valves include, but may not be limited to, the following: cardiac failure/low cardiac output; cardiac arrest; cardiogenic shock; coronary flow obstruction/transvalvular flow disturbances; device degeneration; device explant; device embolization; device migration or malposition requiring intervention; device thrombosis requiring intervention. All valves are visually inspected, including before being placed in the holder. For model 9300tfx, the valve is visually inspected, looking at leaflet tissue, leaflet tissue attachment and valve general appearance. Valve flow and leaflet coaptation is also tested during assembly. A review of complaint history from december 2015 to november 2016 revealed no other returned complaints for "prosthetic cardiac valve thrombosis" for sapien xt. A review of complaint history revealed that the occurrence rate did not exceed the november 2016 control limits. The complaint was confirmed based on the condition of the returned valve. Visual inspection identified the presence of thrombus located on all three leaflets which resulted in the observed leaflet restriction. Visual inspection and manufacturing review did not identify any device/manufacturing non-conformances. No IFU/training deficiencies were identified. Therefore, an engineering evaluation is not required as there was no evidence or allegation of device malfunction or non-conformance. The complaint was confirmed but no manufacturing non-conformities were found in the returned sample. Available information suggests that patient factors may have contributed to the event. Since no IFU/training inadequacies have been identified, no corrective or preventative action is required at this time.

Manufacturer narrative:
Per the instructions for use (IFU), valve thrombosis is a potential risk associated with the use of the transcatheter heart valve (thv) per the instructions for use (IFU), thrombosis is a rare and well-recognized complication associated with the use of bioprosthetic heart valves. Valve thrombosis is the formation of significant blood clots forming on the valve. These clots could significantly impact the functionality of the valve resulting in heart failure or thromboembolism. Anticoagulation therapy must be evaluated patient by patient. The cause for valve thrombosis is thought to result from an interaction between components of blood and the prosthesis or turbulent blood flow in and around the prosthesis. Several factors can cause development of thrombosis, including: inadequate anticoagulant therapy after valve implant, atrial fibrillation, medications, cancerous tumors, systemic diseases (e.g, systemic lupus erythematosus, inflammation and damage to various body tissues, including joints, skin, kidneys, heart, lungs, blood vessels, and brain), and reduced cardiac pumping (low ejection fraction). Thrombosis has an extremely low incidence rate in bioprosthetic heart valves. Thrombosis is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Since the mechanism of thrombotic deposition on bioprosthetic heart valves is not fully understood, the cause cannot always be confirmed. In this case, the exact cause of the thrombosis is unknown. However, the patients history of aortic stenosis could have contributed to the event. A complaint history for this type of event is reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventive actions are required.

Event description:
As reported by our affiliates in (B)(4), approximately two years post transapical implant of a sapien xt valve in a surgical aortic valve, valve thrombosis was detected on echo, restricting leaflet function. The patient was treated with medication (warfarin) but the situation did not improve. Therefore it was decided to explant the valves. The patient had a bental procedure in 2010. In 2012, the patient suffered from endocarditis and required a new valve replacement (sj epic 23mm ). In 2015, the sj epic 23mm was stenotic and a sapien xt was implanted (viv) with success. The patient went home with clopidogrel + aspirin during 6 months, afterwards only aspirin.